Event description:
It was reported that the patient's pacemaker was explanted due to an unspecified issue. No information regarding the patient's condition or further details could be obtained.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of insufficient information was not confirmed. The device was at above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further analysis including output signal evaluation found normal pacing parameters. Additionally, review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.